Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Updated aware date.